Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was unknown. Customer states the battery cap is not loose, cracked or damaged. The customer states the battery was not previously used. This is the second occurrence of replace battery alert without a low battery warning. Customer advised the pump will need to be replaced. The insulin pump will not be returned for analysis.